Manufacturer narrative:
Method: the actual device involved in the incident has been received for evaluation and investigation. Results: results are pending investigation. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: 4ml - 6ml/hr. Procedure: knee surgery. Cathplace: right femoral nerve. Patient contact: yes. Pharmacy reported that they had an on-q pump complete it's delivery of solution well ahead of it's scheduled run time. The pump was 400ml filled to 550ml. Set to deliver 4ml/hr initially ((B)(6) 2012 at 13:30) then increased to 6ml/hr at (B)(6) 2012 20:00. The pump was found empty at or about 09:00 (B)(6) 2012. Lt was weight checked before filling and after, verifying fill quantity of 550ml. Patient is fine and was discharged with a new pump.